Event description:
On (B)(6) 2025, the patient was taken to the emergency room and subsequently hospitalized due to a discrepancy between dexcom sensor readings and actual blood glucose levels. According to the patient's husband, the dexcom sensor displayed low glucose values, leading them to administer sugar repeatedly. Despite these interventions, the sensor continued to show falsely low readings, prompting concern. Paramedics were called and performed a finger-stick glucose test, which revealed a blood glucose level of 600 mg/dl. The patient was taken to the hospital and treated with insulin and IV drip. At the hospital, the pod was removed and discarded. The patient remained hospitalized for threes before being discharged. Dexcom has been notified of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyg5. Hardware: sm-s911u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case description states that the user reported a discrepancy between dexcom sensor readings and actual blood glucose levels. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found that the automated algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values and user inputs. Though no evidence of issues were observed with the system, it could not be determined if the paired sensor was correctly reading the user's blood glucose values. The exact cause of the reported event could not be determined.